Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 078. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 12/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: the black box and alarm history showed cs 078 call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no cs 078 alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The initial ¿call service alarm¿ complaint was unable to be duplicated during the investigation. During visual inspection of the pump, it was observed that there was moisture behind the display lens. It was also observed that the battery compartment was cracked and there was a leak at the bolus button. A leak test was performed and failed due to the battery compartment leak and the bolus button leak. It was also observed that there was a crack in the pump case between the case seal and the keypad cover and the bolus button cover was damaged but the button was responsive to user presses. The bolus button cover was removed the slug was missing. The pump was opened and there was evidence of moisture found on the main printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 12/16/2016.